Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon attempted to apply clip to either cystic artery or cystic duct, and the clips scissored. Surgeon got a new clip applier to finish procedure. There was no pt consequence.